Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, significant thv oversizing (= 4 mm), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the cause for the ventricular embolization cannot be confirmed as the imaging was not provided; however, as reported, the patient¿s anatomical condition (bicuspid aortic valve) was perceived to have been the cause of the event. Per the IFU, the safety of the bioprosthesis implantation has not been established in patients who have congenital unicuspid or congenital bicuspid aortic valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards territory manager, during a transfemoral tavr procedure the sapien valve was implanted in a 50:50 position. During preparation for sheath removal, it was noted on tee that the valve had embolized into the ventricle. The patient was placed on cardiopulmonary bypass and converted to an open aortic valve replacement. The surgical team removed the embolized valve and noted the patient had a bicuspid native aortic valve, left and right leaflet fused. It was reported the patient tolerated the procedure well.